Event description:
It has been reported that the occlusion balloon had deflated during the procedure. The occlusion balloon wire was inserted into the patient and inflated the occlusion balloon to 4.5mm to occlude the vessel. The physician deployed a s7 stent, and was able to aspirate twice to remove particulate. The physician checked the area and noticed the balloon had deflated. Removed the occlusion balloon and inspected it and there was a pinhole in it.